Event description:
It was reported that the patient experienced a very large hematoma covering a large area of their chest. The area was so severely swollen that it had to be drained. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407665 lead, implanted: (B)(6) 2020; 408719 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.